Event description:
The MFR received info alleging a ventilator's power supply was defective. There was no pt harm or injury reported.

Manufacturer narrative:
The device has yet to be received by the MFR for evaluation. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.